Event description:
It was reported by the clinician that the patient's progress with her cochlear implant has been slow with fluctuating impedances recently. The patient is to be re-implanted but no date is scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.